Manufacturer narrative:
The reported event of unspecified pump failure file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the picture in the attached alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that they were in the process of transitioning the patient's medication to an alaris pump and pump module when the devices experienced an unspecified failure. Neither the patient nor the devices were identified and the customer cannot provide additional details. There was no report of patient harm.